Manufacturer narrative:
No nonconformances related to this complaint were found in DHR. All features related to this complaint that could be measured during this evaluation meet specifications. Additional info from the voluntary report: (B)(4) 2012.

Event description:
Med watch (B)(4) received, copy will be sent with initial. During a closed reduction and percutaneous screw fixation of the right sacroiliac joint post fracture an a-o screwdriver tip broke off in pt's pelvis when physician advanced the screw by hand. Unable to retrieve the screwdriver tip as it is imbedded in the pelvis.